Event description:
The customer reported that the infusion was running at over twice the max prescribed rate and that icip did not respond with a warning for bounds limits. The patient required emergent care.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.